Manufacturer narrative:
Product ID 8781 lot# (B)(4) implanted: (B)(6)2015 explanted: product type catheter .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated that the patient had bad kyphosis and experienced a fall 18 months ago that could have contributed to the catheter kink issue. No further complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 8781 lot# (B)(4) implanted: (B)(6)2015 explanted: product type catheter . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated that the pump malfunction was thought to be due to the catheter line getting crumbled up; this was supported by fluoroscopy but not surgically confirmed. Due to the catheter line being kinked the healthcare provider turned the pump off so the patient wouldn't be at risk of a sudden flush of medication. It was reported that the patient had to "grit out the withdrawals" on her own and never got a replacement pump. It was noted that the patient would be going without a pump and using oral medication. No further complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving 26.2 mg/ml bupivacaine at a dose of 21.635 mg/day and 22.7 mg/ml dilaudid at a dose of 18.744 mg/day via an implantable infusion pump for spinal pain. It was reported that the patient was trying to work with healthcare professional (hcp) in area for pump but could not see another hcp without medical records. The patient stated he had an appointment on (B)(6) 2018 at 4pm to obtain medical records, but had heard other patient who have had appointments to obtain medical records were unable to as the doors were locked and they were not answering phone calls. The patient's pump was off at the moment because it malfunctioned and the patient was awaiting revision surgery. The patient stated he knew that he was having withdrawal (B)(6) 2018, so it must have been right around there that the pump malfunctioned. The patient did not have a current hcp. No further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.